Event description:
The customer stated that the meter flashes 888 and then goes blank. Customer service had him press the button. The meter came on and remained on as designed. Customer service found the meter was set to mmol/l and helped him change it back to mg/dl. The customer was not aware the meter was set in mmol/l. He had a reading earlier that day of 6.2 mmol/l. The customer did not do anything differently due to the meter being set in mmol/l. Some of the other settings were also incorrect due to the customer trying to see if the battery was low. Customer service explained the difference between mmol/and mg/dl. Customer service explained if the batteries were low, the battery icon would stay on all the time.